Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the device experienced the safety shield breaking off. The following information was provided by the initial reporter. The customer stated: what is the typical expectation and what is the observed defect? Please explain. The safety device is expected to cover the needle when activated (after use). When was the defect observed (before or after use/before or after opening product packaging)? The defect was observed after performing blood collection, when attempting to engage the safety device. It was reported by the customer that the safety shield breaks off and is loose. Customer reports failure in safety feature.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the device experienced the safety shield breaking off. The following information was provided by the initial reporter. The customer stated: 1.what is the typical expectation and what is the observed defect? Please explain. The safety device is expected to cover the needle when activated (after use). 2.when was the defect observed (before or after use/before or after opening product packaging)? The defect was observed after performing blood collection, when attempting to engage the safety device. It was reported by the customer that the safety shield breaks off and is loose. Customer reports failure in safety feature.

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-10-17. H.6. Investigation summary: bd received 9 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for defective locking mechanism with the incident lot was not observed. Additionally, the customer samples along with 20 retention samples from bd inventory, were evaluated by functional testing, each having their eclipse shields activated, and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode.